Manufacturer narrative:
(B)(4). The device was returned to atricure for evaluation and visually and functionally tested pursuant to qrf-0387.a. The device met all specifications. The device opens and closes as intended and no cable wedging was observed. It was able to be removed from the trocar as expected. The device was returned with the handle in the locked position, implying the user had not pressed the orange trigger in order to release the jaws and allow them to collapse.

Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
During stand alone left atrial appendage clipping, after the clip was deployed, the device wouldn't close back in order to pull it out of the chest. The patient's incision had to get larger to accommodate removing the device with the jaws open.